Event description:
Customer reported no x-rays when x-ray switch is pressed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the footswitch and backplane. System operates as intended. (B) (4).